Event description:
The patient developed diaphragmatic stimulation several days post implant. The ventricular lead was found protruding through the right ventricular wall into the chest. The lead was removed under fluoroscopy without much difficulty. Echo control showed no evidence of pericardial effusion. A significant amount of hematomata at the pocket site was drained. The patient tolerated the replacement procedure well and went back to recovery in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received